Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he noticed there was a high difference in the glucose readings. Customer stated the sensor glucose reading was 77 mg/dl and the blood glucose reading was 197 mg/dl. Customer stated he noticed the discrepancies while changing his infusion set and reported that he also received a calibration error. Sensor age was 5 days and 21 hours. Customer was instructed to change the sensor. Nothing further reported.